Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was not responding as expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was returned with no visible damage. During testing, all buttons responded appropriately. The keypad was removed and no damage or contamination was found on the button contacts. Unrelated to the original complaint, there was evidence of moisture behind the display lens. A leak test was performed and a leak was found due to a cracked pump case. The pump case was opened, and moisture was found throughout the pump.